Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain one of treatment. The leak was noticed before the cassette door was opened. The origin of the leak was not able to be identified. Patient did not receive any antibiotics and had no ill effects.